Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported removal difficulties and a balloon tear occurred. The target lesion was located in the left iliac vein. After deploying 2 wallstents, a 12.0 x 60, 75cm mustang balloon catheter was used for post dilation. The balloon was inflated for 30 seconds at the rated burst pressure. The mustang balloon was deflated after the first inflation and during the removal the balloon got caught with the strut of one of the previously implanted wallstents. It was the observed that the and the balloon was torn. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.